Event description:
The patient was revised because of disassociation.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided information states the humeral head disassociated in vivo, less than one month after index procedure. The surgeon commented the head might not have been properly seated at the time of implantation. The investigation could not be verified. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.